Manufacturer narrative:
It was reported that the patient was experiencing power switching. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Controller log files were not available for analysis. Failure analysis of the returned device revealed that the device passed visual examination and functional testing. The reported event could not be duplicated during bench testing; the battery did not experience a power switching event and was able to adequately provide power to a test controller. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching events are most often attributed to communication errors between the controller and batteries. Heartware is investigating communication errors between the controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
It was reported that the patient's battery is intermittently switching to the other power port. The switching could not be reproduced by manipulating the battery connections and/or cables and this event was not associated with any controller alarms or pump stops. There was no damage noted on the controller or to its power connectors. The battery was exchanged with no reported consequence or impact to the patient. Issue resolved with the exchange of the battery. No further information was provided.